Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 2.75x12mm rx nc trek neo balloon dilatation catheter was advanced into the patient anatomy; however when applying negative pressure blood was observed returning into the indeflator. The device was removed and another abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. There was no leak noted to the device during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted the guide wire notch was stretched, and a tear was noted in outer member proximal from the guidewire notch. In this case, it is possible that since there was stretching noted on the device, the material was weakened and possibly interacted with an accessory device, such that it became damaged (tore) and subsequently resulted in the reported leak; however, since limited information was provided, it is unknown when or how the noted stretching occurred and therefore a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.